Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the dialyzer was identified. As the device was not returned, a device analysis cannot be completed. Retained sample testing of the device was performed with no abnormalities noted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental will be submitted

Event description:
It was reported that a hemodialysis (hd) patient (pt) experienced an allergic/toxic reaction manifested by respiratory distress and low back pain coincident with hd therapy with a xenium hemodialyzer (further details not provided). Subsequently, the hospital discontinued using this kind of dialyzer. At the time of this report, the pt was in good condition. Additional information was requested but is not available.